Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she experience high blood glucose and the insulin pump never alarmed no delivery when the device had no insulin. Customer stated she doesn't change the reservoir until the device alarms no delivery. Customer was advised to change the reservoir when the device alarms low reservoir. Customer changed the low reservoir feature to alarm at 10 units of insulin. Troubleshooting was performed and customer's blood glucose was 342 mg/dl. During troubleshooting it was noted in the device's alarm history there were low reservoir and no delivery alarms recorded. The device passed the high pressure test. During the high pressure test the customer started to slur. She checked her blood glucose and it was 354 mg/dl. Customer then placed the company representative on hold and treated with manual injection. Customer was advised to do a complete set change and was advised to do a complete set change. The device functioned as designed. The device is not being returned.